Event description:
During an in-clinic follow-up, a drop in battery voltage was observed on the device. Abbott technical support was contacted and suspected premature battery depletion. Device replacement is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion and high current drain was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.